Manufacturer narrative:
Concomitant medical products: 6949-58 lead, implanted: (B)(6) 2006; 4076-45 lead, implanted: (B)(6) 2006; 4193-78 lead, implanted: (B)(6) 2006. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead pace/sense integrity was compromised. The lead was removed and was not replaced. It was further reported that the right atrial (ra) lead had oversensing of noise during interrogation. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the distal portion of the lead was returned, analyzed, and no anomalies were found. Visual analysis of the lead indicated apparent explant damage. If information is provided in the future, a supplemental report will be issued.